Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd¿ sharps collection next gen 5.4qt red had a missing lid. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: according with this investigation, there is not enough information like a lot number or pictures from the original packaging which is needed to rule out that this issue was generated due to a repackaging process. As part of this investigation it was noted that this complaint was received from japan and as per customer information all the material sold to japan is being repackaging within a bd facility, therefore the evidence of the original packaging is needed to find the root cause of this issue. According with this investigation a corrective action (a weighing system) is already implemented within the manufacturing process to detect the lack of lids. However, the lot number is needed to perform an exhaustive investigation. Also, a DHR¿s review was performed for the last five lots (8316916, 831791, 8317940, 8318905, and 8320901) manufactured for the same part number reported in this complaint; the result showed there were no issues like a ncmr (non-conformances report) recorded as missing lids during the manufacturing process. A review of the customer complaint records was performed, in accordance with the cc¿s records, five additional complaints (107703, 133638, 251124, 259934, and 265327) were received throughout the last twelve months for the same part number and issue where it was concluded that in 4 out 5 cases, the lot number wasn¿t provided. For the complaint 557048, the lot number 8027933 was reported and was confirmed that the weight of the lids for all the boxes build for the lot were greater than the low limit set. Risk assessment according to risk assessment 23 occurrences (pieces) has been notified of 4277065 pieces sold throughout last twelve months (23 / 4277065= 0.0000053), with this occurrence result and severity level s2 (severity based on pfmea) this failure mode was considered minor risk, since it was less than the one defined on the risk assessment threshold (likelihood of occurrence between 1 in 100000 to 1 in 1000000). Potential root cause (unable to verify it) 1. Non-controlled method to ship partial boxes to end user. 2. Product damaged during the shipment or distribution. The current controls were verified and confirmed as able detect the lack of component. If additional information that helps to find the root cause can be provided, then a new complaint record will be open to initiate a new investigation path. All the complaint information was captured also for tracking and trending purposes.

Event description:
It was reported that bd¿ sharps collection next gen 5.4qt red had a missing lid. There was no report of exposure, injury, or medical intervention.